Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer saw air bubbles coming from the end of the cartridge (at the luer lock). Customer's blood glucose (bg) level was elevated; however, the exact value was not provided. Reportedly, the customer delivered a bolus and stated that bg level was decreasing.